Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the back of the cassette and inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving a draining slowly alarm prior to the leak during drain 3 of 5 of treatment and the treatment was cancelled. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. It was reported that an alternate treatment option was available. Additional information was requested, however to date has not been provided.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the back of the cassette and inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving a draining slowly alarm prior to the leak during drain 3 of 5 of treatment and the treatment was cancelled. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. It was reported that an alternate treatment option was available. Upon follow up, the pd registered nurse (pdrn) could not confirm the source or cause of the leak. There have been no further issues with the cycler since the reported event. The patient was able to complete treatment via manual exchanges. The pdrn confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information: a2, a3, a4, b5 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the back of the cassette and inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving a draining slowly alarm prior to the leak during drain 3 of 5 of treatment and the treatment was cancelled. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. It was reported that an alternate treatment option was available. Upon follow up, the pd registered nurse (pdrn) could not confirm the source or cause of the leak. There have been no further issues with the cycler since the reported event. The patient was able to complete treatment via manual exchanges. The pdrn confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.